Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita xl was checked by dräger service, and the mixer cartridges oxygen was replaced and made available for investigation at the manufacturer's repair shop. In the technical analysis it could be determined that the function of the mixer cartridge was not given due to an electronics problem on the pcb way measurement. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. In case of an unsuccessful warmstart the audible alarm stays activated and the emergency-breathing valve remains open. Manual ventilation with another device may be necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during use. The device generated an audible sound and the monitor became black. No patient injury was reported.